Event description:
Customer reports that during pt procedure, the unit just shut down. Pt had to be moved to another room for procedure to be completed. When pm inquired about pt info, customer was not able to provide any further details.

Manufacturer narrative:
Mfg investigation pending.